Event description:
Customer reported hospitalization. Customer had a heart attack and coma. Customer stated that she removed the insulin pump. The blood glucose reading at the time of the event was 1000 mg/dl. Customer had the flu and taking lyrica. Diagnosed diabetes ketoacidosis. Customer did not used the insulin pump for one to two days. The current blood glucose reading is 307 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.